Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x20mm promus element stent, it was noticed that the tip of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x20mm promus element stent, it was noticed that the tip of the stent struts was lifted. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR: promus element mr ous 3.00 x 20mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. The first proximal strut row was lifted and bent distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.